Event description:
It was reported that stent damaged occurred. The 60% stenosed, 18mmx2.5mm, eccentric, de novo target lesion contained >=90 degree bend and was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. Following predilation with a 2.75x12mm unspecified balloon catheter, a 2.75x20mm promus element ¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).